Manufacturer narrative:
A supplemental report will be filed upon completion of investigation. (B)(4). Date submitted: 03/23/2010.

Event description:
"Blood leakage and air introduction was seen between female luer of q-syte and male luer of another device during the dialysis, please check housing/septum."